Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 318mg/dl, 139mg/dl, 291mg/dl and 129mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.